Manufacturer narrative:
Mentor failure analysis lab completed the evaluation of the photographic evidence of the suspect medical device. Photographic evidence evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast surgery with two unknown textured mentor gel breast implants and experienced bilateral rupture of implants postoperatively. The rupture was discovered when the patient underwent implant exchange. The patient underwent explantation and replacement with mentor memorygel breast implants, 350cc on the left (catalog # 3503501bc, left serial # (B)(4)) and 325cc on the right (catalog # 3503251bc, right serial # (B)(4)) on (B)(6) 2020. This medwatch report is for the left-sided implant.

Manufacturer narrative:
Mentor received additional event information that the patient also experienced bilateral grade IV capsular contracture postoperatively, accompanied with breast asymmetry and ptosis. Reason for device explant and/or reoperation: capsular contracture baker grade IV photographic evidence evaluation summary was updated to include the following statement: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).